Event description:
It was reported that vessel perforation and pericardial effusion occurred. The stenosed target lesion was located in a tortuous and moderate to heavy calcified, greater than 45 degrees, slightly angled obtuse marginal (om) segment of the coronary artery. An unspecified rotablator rotational atherectomy system was used for treatment. After a successful ablation of the circumflex artery, the physician decided to perform ablation on the om. An unspecified size rotawire was then moved to the om. During procedure, a peculiar change in the pitch of the burr was observed. An angiographic shot was performed where perforation was noted. It was further observed through echocardiogram that pericardial effusion occurred thus pericardiocentesis was done. The perforation was then stabilized by inflating an unspecified balloon and administration of heparin. Protamine was given to reverse the effect of heparin, however, patient started to create thrombus due to overcoagulation. As a result, clots started to go distal towards the left anterior descending artery. The physician was able to impede the flow with the hold pressure from the balloon inside the vessel until hemostasis was established. An unspecified stent was then placed in the circumflex artery. The procedure was completed with a different device and no further patient complications were reported. The patient left the hospital stable and is doing fine from the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).